Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system and confirmed that there was no image on the mcs monitor. During remote troubleshooting, the user reported a lack of image/no video output on one of the mcs monitors (monitor ceiling suspension monitors) and the message 'no vga signal'. Rse guided the user to on the monitor manually by changing the source to the correct one. After changing the source to correct one the device was operating correctly. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that there was no image on the mcs monitor. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.